Event description:
The manufacturer service technician reported that the device blade head came off while it was being serviced at the user facility. Attempts were made to obtain additional information about the event; no further information was received.

Event description:
The manufacturer service technician reported that the device blade head came off while it was being serviced at the user facility. Attempts were made to obtain additional information about the event; no further information was received.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.